Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on (B)(6) 2025 and it involved a primary plum set 1.2 micron filter, clave y-site, secure lock, 104 inches. The reported stated that the staff noticed the liquid was leaking during tubing change. There was a patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
The reported complaint of the leakage could be confirmed from the photos provided. However, without the return of the sample a comprehensive review cannot be performed, and a probable root cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.